Manufacturer narrative:
Conclusion: one little fragment of mesh was returned for evaluation. Upon visual evaluation, the device had been used with presence of blood stains. The mesh was frayed with presence of residues. The mesh seems to have been stretched and cut. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence, verified by urodynamic studies on (B)(6) 2014 and a sling was implanted. At the patient¿s six week follow-up, the mesh was eroded through a 1x1cm area. The patient underwent revision procedures on (B)(6) 2015. On (B)(6) 2015 the mesh was explanted up to the pubic bone including approximately 4-5 cm on both sides. The surgeon opined that the mesh was not integrated into the patient's tissue at all. Additional information was not provided.

Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.